Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. The battery was suspected to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. The battery was suspected to be depleting more quickly than expected. Device replacement was recommended. Eventually, additional information was given confirming that this device was explanted, replaced and it's not expected to be returned for analysis. Charge time issues were also reported. No additional adverse patient effects were reported. Additional information was received that indicates this ICD device had also exhibited a capacitor charge time of 18.3 seconds. The device has been returned to boston scientific for analysis.

Manufacturer narrative:
Patient code (B)(6) captures the reportable event of surgery. This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.the device has been now returned for analysis. This report will be updated upon completion of device analysis.the returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, and charge time exceeded, code 1007, were recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. The device has been now returned for analysis. This report will be updated upon completion of device analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. The battery was suspected to be depleting more quickly than expected. Device replacement was recommended. Eventually, additional information was given confirming that this device was explanted, replaced and it's not expected to be returned for analysis. Charge time issues were also reported. No additional adverse patient effects were reported. Additional information was received that indicates this ICD device had also exhibited a capacitor charge time of 18.3 seconds. The device has been returned to boston scientific for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. The battery was suspected to be depleting more quickly than expected. Device replacement was recommended. Eventually, additional information was given confirming that this device was explanted, replaced and it's not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.